Event description:
The patient has a history of cardiomyopathy and underwent surgery for the replacement of a fractured ventricular lead. The patient elected to have the entire system removed since the initial diagnosis of cardiomyopathy had resolved itself. Therefore, the ICD lead was not re-implanted.